Event description:
It was reported that the user accidentally impacted the ilet against a desk corner, resulting in a cracked display screen and cosmetic/structural damage to the device; blood glucose readings were reportedly unaffected, the user transitioned to backup therapy, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included no interruption of glycemic control and continued cgm use. Investigation included complaint handling review and return of the original device for assessment. Investigation of this case revealed physical damage to the display module consistent with external impact, with no report of device alarms or functional performance issues. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.